Manufacturer narrative:
(B)(4). The device was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents reported. The investigation was unable to determine a conclusive cause for the reported unstable stent implant. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified iliac. Before deploying the 8.0 x 29 mm omnilink stent, the stent was observed to be unstable, loosely fitted over the balloon. The omnilink was removed and another 8.0 x 29 mm omnilink was used to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.